Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Troubleshooting for this was performed because the issue occurred in the past. During the call with tandem technical support, the contact reported receiving another fill estimate notification. The customer's blood glucose level was greater than 400 mg/dl. The customer indicated that would deliver a bolus. Cts had the contact reload a new cartridge and was able to resume insulin therapy.